Event description:
It was reported patient was experiencing ineffective therapy with the scs system and as such surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.